Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had presence of angulation of the orotracheal tube. Patient showed subsequent picture of abundant bleeding from orotracheal tube followed by hemodynamic decompensation and desaturation, with difficult ventilation.